Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer's blood glucose reading was 20.0 mmol/l at the time of incident. Customer stated that he was transported by an ambulance to the hospital due to high blood glucose . Customer was treated with insulin drip and was diagnosed with diabetic ketoacidosis. Functional testing was performed and the insulin pump passed the 5 unit prime test, high pressure test, displacement test, and self test. Customer discontinued the use of insulin pump since hospitalization and was using manual injection. Customer was advised that the insulin pump was working as designed. The customer was wearing the insulin pump during the hospitalization and was discharged on (B)(6) 2017. The insulin pump will not be returned for analysis.